Event description:
Customer stated that a patient sample with a previous history of anti-e and anti-kell reacted with cell 3 (kell +) during the antibody screen. However, no reactivity was noted with the e-positive cells from 0.8% resolve panel a, vra171. Only anti-kell was identified. Customer does not have sample to send for further investigation.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).